Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: this flushing pump damage was caused by a component failure of top cover. The cause of damage of top cover could not be determined. The pump head deterioration was caused by a component failure of pump head. The cause of the pump head deteriorated could not be determined. The most likely cause is the performance of a consumable deteriorated as the number of usages increase. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. These issues are addressed in the instructions for use (IFU): chapter7 maintenance and repair: 7.1 routine maintenance the following routine maintenance should be performed at the intervals specified hospital engineer or olympus ¿ annually: check the unit externally for signs of damage. 7.5 repair the ofp-2 must only be serviced/repaired by suitably qualified technical personnel. If repair is required, contact olympus. Olympus will not be responsible for damage or injury to equipment or personnel caused by unauthorized repair or modification to this unit. If any section of tube from the pump to the water container is blocked or kinked, the flow rate will be noticeably reduced. Check the tube for kinks or blockages, and should the slightest irregularity be suspected - do not use. 7.2 checking the flow rate the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient, we recommend that you replace the pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump was damaged and the pump head was deteriorated. There was no patient involvement.